Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the event of peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a malfunction against the cycler or cycler set. However, there is a temporal relationship between the patient¿s peritoneal dialysis and the peritonitis. The causal event of the peritonitis is unknown. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized and diagnosed with peritonitis on (B)(6) 2017. The pd effluent culture was (B)(6) for (B)(6). The patient was prescribed and treated with intraperitoneal (ip) antibiotics (type, dose, strength, duration unknown). It is unknown if the patient continued ccpd therapy during hospitalization. The patient was recovering from this event, however on (B)(6) 2017 the patient was hospitalized due to partially dislodged pd catheter (non-fresenius product). The patient has been advised to rest their peritoneum and was switched to hemodialysis (hd).